Event description:
This unsolicited case from united states was received on 06-mar-2017 from the physician. This case concerns a female patient with unspecified age who started treatment with synvisc one and after unknown latency experienced fluid in knee. No concomitant medication, past drugs, concurrent condition, medical history was reported. On (B)(6) 2017, the patient initiated treatment with synvisc injection, once (route, dose and indication: not provided) in her right knee. Within one to two days, physician had to meet patient in the emergency room due to fluid in knee which occurred on an unknown date in (B)(6) 2017 (latency: unknown). It was reported that the physician gave patient oral steroids. It was not known if he had to withdraw any fluid from the knee. It was unknown the patient had synvisc-one before. Corrective treatment: oral steroids. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 16-mar-2017. Ptc results were added and the text was amended accordingly.

Event description:
This unsolicited case from united states was received on 06-mar-2017 from the physician. This case concerns a (B)(6) female patient with unspecified age who started treatment with synvisc one and next day, the patient had right knee swelling and right knee pain; after unknown latency experienced fluid in knee. Medical history included hypertension (htn) and pacemaker. Concomitant medications included warfarin, lisinopril and nadolol for chronic, prednisone to treat unspecified reaction. Patient had no known drug allergies (nkda). No past drug was reported. On (B)(6) 2017, the patient initiated treatment with synvisc one injection, once (route, dose: not provided) for degenerative joint disease (djd) in her right knee. On (B)(6) 2017, the patient had right knee swelling and right knee pain (latency: 1 day). Within one to two days, physician had to meet patient in the emergency room due to fluid in knee which occurred on an unknown date in (B)(6) 2017 (latency: unknown). It was reported that the physician gave patient oral steroids. It was not known if he had to withdraw any fluid from the knee. On (B)(6) 2017, the patient recovered from the event of right knee swelling and right knee pain. It was unknown the patient had synvisc-one before. Corrective treatment: oral steroids for fluid in knee; unspecified shot for right knee swelling and right knee pain. Outcome: unknown for fluid in knee; recovered/ resolved for right knee swelling and right knee pain. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 46961. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: related with right knee pain and swelling; not reported for fluid in knee. Seriousness criteria: required intervention for fluid in knee. Additional information was received on 16-mar-2017. Ptc results were added and the text was amended accordingly. Additional information was received on 14-apr-2017. Medical history and allergy history was added. Concomitant medications were added. Product indication was added. Additional events of right knee swelling and right knee pain were added along with details. Clinical course was updated and the text was amended accordingly.

Event description:
This unsolicited case from united states was received on 06-mar-2017 from the physician. This case concerns a female patient with unspecified age who started treatment with synvisc one and after unknown latency experienced fluid in knee. No concomitant medication, past drugs, concurrent condition, medical history was reported. On (B)(6) 2017, the patient initiated treatment with synvisc injection, once (route, dose and indication: not provided) in her right knee. Within one to two days, physician had to meet patient in the emergency room due to fluid in knee which occurred on an unknown date in (B)(6) 2017 (latency: unknown). It was reported that the physician gave patient oral steroids. It was not known if he had to withdraw any fluid from the knee. It was unknown the patient had synvisc-one before. Corrective treatment: oral steroids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.